Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the system and the equipment. A replacement image acquisition system (ias) computer, power switching board, and mobile view station (mvs) computer were shipped to the site. After replacing the ias computer, power switching board, and the mvs computer, the medtronic representative performed a system check-out, all areas passed. System performed as intended. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. An investigation was completed at the medtronic facility, confirming the reported issue was not a software issue but rather caused by not being able to complete an upgrade on the ias computer due to the video card failing on the mvs computer. On first boot-up, an error displayed with red lines throughout the screen: "an error has occurred that might have damaged the system's database". The mvs computer was shut down and rebooted. When the mvs computer came back up, a blue screen that indicates a "stop error screen" appeared recommending a reboot. The system was rebooted, again, and the system came up with a boot failure and had video issues with red lines across screen. The mvs computer was opened to check connections and for loose cables. No bad connections or loose cables were found. The mvs computer was rebooted, again, and the blue error screen came up. The bios configuration was checked and it was fine. When raid was attempted to run, the mvs computer would not boot into the raid configuration screen. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a case, the image acquisition system (ias) appeared to boot normally but when they attempted to take a 2d image, they got a blue screen and nothing appeared. The ias was rebooted twice, and when they tried it, again, they were able to take the image. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).